Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 he experienced low blood glucose (bg) of 25mg/dl and required medical intervention. The patient stated that due to his high insulin requirements, his healthcare provider (hcp) prescribed him a u500 insulin (a concentrated insulin) to use in the pump. The patient stated that he has had multiple hospitalizations due to bg going low from use of the u500 insulin. The patient reportedly remained on the pump; treatment details for the low bg incidents was not provided. There was no indicated or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with misuse of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2014. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.